Event description:
A malfunction was reported with the display of malf 12, but there was no adverse impact to the customer's blood glucose level. Despite no immediate reset attempts, the customer had experienced at least three occurrences of the same malfunction. Technical support arranged for a replacement pump as the existing one was under warranty, instructing the customer on storage procedures and return shipping within ten days.